Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that during the implant attempt, the device would not pace. The device was not used but returned and a different device was implanted. No patient complications have been reported as a result of this event.